Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jun-2017, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the patient had a lead replacement on (B)(6) 2021 due to impedance issues. Right after the surgery, the manufacturer representative had the patient all set up, except for adaptive stimulation. The patient went in two weeks later to get stitches out and a different manufacturer representative was at the appointment who told him that nothing was set up. That rep changed up all the settings and 'made them worse'. Patient said that he wanted the programs set back to how initial manufacturer representative had the device set up. The patient said that his managing health care professional is about 1.5 hrs away and with a bad back driving that distance to an appointment made the pain worse. The patient's device was reprogrammed to try and get effective therapy. It was noted that programming takes some time to be effective. He was instructed to use the new settings and call if anything is not better in a few weeks. At the time of when a manufacturer representative met him, they used programming where they do not feel the stimulation, so at that exact moment we programmed him, he was getting therapy.